Manufacturer narrative:
The subject device was not returned for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a conversation with the facility staff, it was discovered that oer-4 was cleaning the large intestine scope (cf-ez1500di x 2, cf-h260ai) without connecting the yellow cleaning tube for secondary water supply to the scope. It is unknown the actual event when the scopes were being washed without the secondary yellow cleaning tube water supply to the scope. According to the reporter, there is no problem in the reprocessing process except that the tube is not connected, and the facility staff has instructed the correct cleaning method. There are no reports of equipment damage or health damage. There is no patient infection associated on this event reported. There was no patient harm, no user injury reported due to the event. This report reported event includes 4 reports (filed separately). (B)(6): for scope model cf-ez1500di serial number (B)(4). (B)(6): for scope model cf-ez1500di serial number (B)(4). (B)(6): for scope model cf-h260ai serial number (B)(4). (B)(6): for oer-4 reprocessor washer serial number (B)(4). This report is for (B)(6): for oer-4 reprocessor washer serial number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred due to the user's lack of awareness regarding the attachment of the connecting tubes. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. Although the ¿list of compatible endoscopes/connecting tubes ¿shows the applicable connecting tubes for each endoscope, it may not list the latest endoscope models. If your endoscope model is not listed, contact olympus for more information." Olympus will continue to monitor field performance for this device.